Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the therapy shut off with 15 hours left before rewarming in an arctic sun device. Alerting probe was not registering. Confirmed they already replaced the esophageal probe, but still noting jumps in patient temperature (pt) from 10c to 15c to 33.5c. Advised to swap out the temperature in cable connected to the probe. Encouraged to call back with any questions once cable was changed.

Event description:
It was reported that the nurse stated that the therapy shut off with 15 hours left before rewarming in an arctic sun device. Alerting probe was not registering. Confirmed they already replaced the esophageal probe, but still noting jumps in patient temperature (pt) from 10c to 15c to 33.5c. Advised to swap out the temperature in cable connected to the probe. Encouraged to call back with any questions once cable was changed.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. The nurse stated that the therapy shut off with 15 hours left before rewarming in an arctic sun device. Alerting probe was not registering. Confirmed they already replaced the esophageal probe, but still noting jumps in patient temperature (pt) from 10c to 15c to 33.5c. Advised to swap out the temperature in cable connected to the probe. Encouraged to call back with any questions once cable was changed. The instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.